Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the user states " I had to replace an lma in a patient today because the valve in the pilot balloon appeared to be stuck, precluding inflation or deflation of the cuff." The customer submitted photos for review. It was reported there was no patient injury. Patient condition reported as "fine".